Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a faulty screen was confirmed during product evaluation as a dirty main display. This condition was caused by the screen needing to be cleaned. The main display was cleaned to correct the reported condition. Additional information: this involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted baxter (B)(4) technical services to report a colleague infusion pump with a damaged screen; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.